Event description:
The caller reported an issue where the insulin gauge was inaccurate. There was no adverse impact on the customer¿s blood glucose level. Customer reloaded the cartridge to resolve the issue.